Manufacturer narrative:
Technical eval: the reperfusion catheter has presented multiple kinks at the distal flexible section and at the mid and proximal shaft sections. The separator tip was bent and pinched at the proximal end. The kinks in the reperfusion catheter made it difficult for the separator to be advanced smoothly and caused the tip of the separator to bend inward. Manipulation by the physician attempting to push the separator further caused it to bend at the proximal end. Root cause of this incident is attributed to the kinks in the distal end of the catheter that might have occurred during device preparation and were unnoticed before insertion of the separator. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(6), 2009.

Event description:
The reperfusion catheter 032 navigated a tight loop in the ica and when the operator attempted to push the separator through the loop the catheter kinked. The physician noticed a lot of resistance when advancing the separator.